Manufacturer narrative:
The t:slim g4 user guide states a resume pump alarm occurs when the pump has been stopped for an extended period of time. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that as the customer was changing the pump supplies, a cartridge alarm 5 was received. A new cartridge was successfully loaded. When the pump was in the customer's pocket a button alarm 22 and a resume pump alarm 18 were received. The customer also received an occlusion alarm. The customer changed the infusion set site and insulin delivery was resumed. The customer's blood glucose (bg) level was 279 mg/dl and a bolus via the pump was delivered to address the bg level. As the pump supplies had been changed, tandem customer technical support (cts) was unable to perform a system check to determine a possible cause of the cartridge alarm 5 and the occlusion alarm. Cts educated the customer on the button alarm and the alarm 18. The customer acknowledged the information.